Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of y-type catheter extension sets leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage under water testing was performed and leaks were observed on all samples; two (2) samples had leaks between the microbore bifurcated ¿y¿ and the tube at the upstream part and one (1) sample had a leak between the microbore bifurcated ¿y¿ and the tube in the downstream part. Dimensional testing was performed on the tubing and the devices met specifications. The reported condition was verified. The cause of the condition was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.